Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer indicated via phone call that the insulin pump continually pumps insulin during the fill process and the pump cannot exit the priming loop. The customer's blood glucose level was 171mg/dl at the time of incident. The customer was advised to revert to their back -up plan. The product will be returned.

Manufacturer narrative:
Unable to confirm rewind anomaly and unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, missing end cap sticker, detached end cap and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.